Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Material analysis indicated the returned triathlon cs tibial insert trial broke from overload conditions. No material or manufacturing defects were observed during this examination. Event is not patient related. The investigation concluded the trial fractured in an overload condition. Inspection indicates there were no material or manufacturing defects observed on the returned device. The reported event regarding fracture involving a triathlon insert trial was confirmed.

Event description:
It was reported that the 9mm cs#4 trial insert was broken during impacting with insert impactor and hammer. So, the surgeon used 9mm #3 trial insert instead of it and the procedure was completed.

Event description:
It was reported that the 9mm cs#4 trial insert was broken during impacting with insert impactor and hammer. So, the surgeon used 9mm #3 trial insert instead of it and the procedure was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.